Event description:
On 05/23/1997, the manufacturer's (MFR) distributor informed the MFR's sales specialist that a customer in their territory encountered a problem with this device. On 05/23/1997, the MFR's sales specialist was informed by the facility's representative that per the physician, the device was ruptured. A MFR clinical representative was scheduled to attend the device explant surgery on 05/28/1997. No further information was provided at this time.

Manufacturer narrative:
Eval results of apparent trend for suspected catheter lots has been completed and results are as follows: 1.) Complaint rate was consistent with complaint rates from other mfg lots. 2.) Product profile was bimodal, but both arms of modality were within product specification. 3.) Material identification and function were consistent with 510k and co specifications. 4.) Sheared catheters returned were complete file of this apparent trend was reviewed by food and drug (FDA) investigator during atlanta conducted from 8/24/1998, through 9/15/1998. Based on the info available and results of the MFR.'s analysis of device and investigation, report that "device ruptured" was confirmed; however, cause of rupture could not be determined by MFR.'s analysis/investigation of device. No conclusion can be drawn as to cause of this event. MFR.'s investigation of this incident is inconclusive. No further details are available. MFR. Is now closing file on this event. Submitted to FDA 1/25/1999.